Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Ipg was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Date of the event is estimated. Implant date of the ipg and lead are not known.

Event description:
It was reported the patient experienced pain located at the ipg site. Surgical intervention may occur later to address the issue.